Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that storage space was failed. A field service engineer contacted the customer regarding the reported issue with the drawer. Upon discussion, they confirmed that there were no problems with the unit. As a result, field service was deemed unnecessary. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple pockets failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.